Manufacturer narrative:
Additional h-3 information: the suture in a winding former of product code vcp304, was received for evaluation. During the visual inspection, the needle was not received for evaluation and the end of the suture is severely cut (damaged), resulting in a clip off defect. The manufacturing records couldn't be reviewed as the batch number is unknown. According to the sample condition and the assignable cause of the performance pull off - suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture thread broke away from the needle and needle remained intact. The procedure was completed successfully. There were no adverse patient consequences reported.